Event description:
It was reported that upon disconnection, the pump indicated that the entire contents of the bag had been delivered; however, the bag was found to be completely full. The pump was being used for parenteral nutrition. The incident occurred during therapy termination, and no medical intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history shows "high alarm displayed: downstream occlusion." The occultation alarm was displayed immediately after the pump was started. The cause was traced to a faulty downstream occlusion (dso) seal. The dso seal will be replaced and the sensor will be calibrated.